Event description:
According to the dialysis unit nurse, prior to the session while flushing the cannula a hematoma was noted, and treatment was stopped. As a result, the patient was sent home and instructed to go to a physician the following day. Exploratory surgery revealed a slit in the cannula in the end that connects to the valve stem. The physician cut approximately 1cm off the cannula and reattached the cannula to the valve stem. The cannula was revised and the patient is now receiving dialysis. The physician stated the problem was not device related; however he was not sure if the cannula was slit/cut during implant or possibly cut by a needle. No further details were provided at this time.